Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 490 mg/dl at the time of the incident and current blood glucose was unknown. The customer was treated with bolus. The customer declined troubleshooting of high blood glucose. It was reported that had trouble with blood glucose was high and low. The insulin pump will not be returned for analysis.